Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the jaws of the device did not open during the procedure. The jaws were not on tissue at the time. A new device was used to complete the procedure. There was no pt injury. The device was returned to covidien and visual inspection confirmed that the webbing was protruding from the hinge.